Event description:
An infection at the pump pocket was reported; a revision was performed. Specific details/drug (s) infused were not known to the reporter. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8711, serial #: (B)(4), implanted: (B)(6) 2007, explanted: unk; programmer: 8835, serial #: (B)(4).